Event description:
Information received indicates the brake not set light will go out before the brake is completely engaged. She indicated if she eased the pedal down, she can get the pedal to stick down and the brake not set light to go off.